Event description:
Boston scientific received information from the local representative that this explanted device was given to the patient and will not be returned to boston scientific.

Event description:
Boston scientific received information that this boston scientific local representative contacted boston scientific's technical services (ts) to report that during an attempt to interrogate this device, a message indicating that the voltage was too low for the projected remaining capacity associated with code#1007 was displayed. Ts informed the local representative that the patient should not be considered protected since the device exhibited a charge time-out (45 seconds). Subsequently, boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned to boston scientific.

Manufacturer narrative:
To date, the device has not been received at boston scientific's return products department. A request has been made to the local representative for device return.